Event description:
It was reported that this right ventricular (rv) lead over-sensed noise resulting in an inappropriate shock. An open circuit notification was detected. Rv pacing impedance was greater than 3,000 ohms and shock impedance was greater than 200 ohms. Device therapy was disabled until lead revision could be performed. Device interrogation showed lead noise episodes since february 2024. Lead noise led to episodes in ventricular fibrillation (vf) zone required anti-tachycardia pacing (atp) but no inappropriate shocks until (B)(6) 2024. Signal artifact monitor (sam) was disabled in february 2023. Impedance measurements had been stable until an abrupt change in both pace and shock impedance in (B)(6) 2024. X-ray imaging showed a clear fracture/breakage of the rv lead. Subsequently, the lead was surgically capped (it remains implanted but out of service) and a new lead was implanted. It was noted the patient's pulse generator was replaced during the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead over-sensed noise resulting in an inappropriate shock. An open circuit notification was detected. Rv pacing impedance was greater than 3,000 ohms and shock impedance was greater than 200 ohms. Device therapy was disabled until lead revision could be performed. Device interrogation showed lead noise episodes since (B)(6) 2024. Lead noise led to episodes in ventricular fibrillation (vf) zone required anti-tachycardia pacing (atp) but no inappropriate shocks until (B)(6) 2024. Signal artifact monitor (sam) was disabled in (B)(6) 2023. Impedance measurements had been stable until an abrupt change in both pace and shock impedance in september 2024. X-ray imaging showed a clear fracture/breakage of the rv lead. Subsequently, the lead was surgically capped (it remains implanted but out of service) and a new lead was implanted. It was noted the patient's pulse generator was replaced during the same procedure. No additional adverse patient effects were reported.